Manufacturer narrative:
The customer replaced the mainboard, and this did not resolve the issue. Analysis was performed onsite service personnel which included testing. The results of the analysis were that the front-end adapter board required replacement. The issue was resolved by replacing the board. The device remains at the customer site and is currently not in use pending un-related repairs.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device was displaying a speaker equip malf error. There was no sound. The device was not in clinical use at the time of the event. No adverse event was reported.